Manufacturer narrative:
Implant date - 2007. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. Approximately 4 months post, an unk taxus express2 stent was implanted, chest pain occurred. Within one year of the stent implant, an occlusion occurred. The pt reports taking 0.4mg "nitro" for chest pain and 325 mg. No further injuries or complications were reported. The pt is currently on medical disability.